Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The pump was returned for investigation. As per clinical, there was no introducer damage, but patient had vascular damage during repo unit insertion due to adiposity patient condition. No other abnormalities were found. The cause of the vascular damage - peripheral vessel issue was patient condition related due to obesity (adiposity) leading to resistance during repo unit insertion.

Event description:
A patient of unknown age received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). After the pci procedure, the peel-away introducer sheath was removed. The repositioning sheath could not be placed. Obesity has been reported as a contributing factor. The impella cp heart pump was subsequently removed and the access site was surgically closed. The patient received catecholamines and extracorporeal membrane oxygenation (va-ECMO) support. The patient was subsequently stable.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿